Event description:
Caller reported an occlusion alarm. There was no reported impact to the customer¿s blood glucose level. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.